Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument to perform failure analysis. However, as of the date of this report, the evaluation has not been completed. A review of the images provided by the customer shows a needle driver instrument and a force bipolar instrument positioned near tissue. There appears to be a mechanical failure at the wrist of the force bipolar instrument; however, the specific failure could not be determined from the images. No visible injuries are present in the images.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy procedure, the wrist of the force bipolar instrument became disengaged, and the jaws remained clamped while grasping tissue. Attempts to release the jaws using the instrument release key were unsuccessful. To address the issue, a monopolar curved scissor (mcs) instrument was used to excise the affected tissue, which was identified as the cyst capsule and was expected to be removed as part of the procedure. No bleeding resulted from this event. The cause of the disengaged wrist of the force bipolar instrument remains unknown, as there were no reported collisions with other instruments or tools. Due to the disengagement, the force bipolar instrument could not be removed through the cannula accessory; however, it was successfully removed while still attached to the robotic arm. The procedure was completed without further complications, and there are no concerns regarding long-term adverse effects from this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis evaluation. The force bipolar instrument was found to have a bent grip tang, which prevented the grips from opening as reported by the customer. Adjacent components did not exhibit any damage, and the grips showed no signs of cracking.